Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the sensor was not communicating properly with the transmitter. Customer also reported that when he tried to remove the sensor, it was difficult. Blood glucose level at the time of the incident was 175 mg/dl. During troubleshooting, the customer reported that the sensor cannula was not intact. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
One opened and used sensor was inspected and the cannula was found broken and the broken part missing. It could not be confirmed if the customer received the sensor in this condition as it was returned opened and used. The needle was bent near the needle hub.